Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Pharmacist reported, rupture left side. Device explanted and replaced.

Event description:
Pharmacist reported rupture and pain. Left side. Device explanted and replaced.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified the device was broken shell and black particles material were found on the shell. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified one sharp edge broken in the shell with stress marks. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the shell with stress marks in the side posterior assessed as surgical impact opening."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Pharmacist reported rupture. Left side. Device explanted and replaced.